Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse displayed " system error, out of service, revert to manual CPR " error message. No patient involvement reported on this issue.

Manufacturer narrative:
The reported complaint of the autopulse displayed "system error, out of service, revert to manual CPR "upon powering up of the device was confirmed during the initial functional testing. The root cause of the issue was due to the defective processor board. The defective processor board was replaced to remedy the issue. Following service and repair, the autopulse was tested functionally and passed with no issue or faults observed. Visual inspection was performed found the top cover was damaged. The autopulse platform is a reusable device and was manufactured in 2010. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Initial functional testing could not be performed due to the autopulse exhibited "system error, out of service, revert to manual CPR "error message upon powering up of the device. Archive data was not performed due to data unable to download. In addition and unrelated to the reported complaint, load cell characterization test showed that the load cell 1 was defective. The load cell 1 was replaced to remedy the fault. The clutch plate was also replaced to resolve the sticky clutch. This is not related to the reported issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).